Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-45, lead; implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that a patient currently enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) presented with shortness of breath/dyspnea and fatigue. Upon interrogation, noise was detected on the patients right atrial (ra) lead. The physician/principal investigator determined a possible set-screw problem with the implantable pulse generator (ipg). No changes have been completed at this time. The lead and device remain in use. No patient complications have been reported as a result of this event.